Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-obstructive urinary retention. It was reported that the reason for call was the patient reported that since they had their new interstim system placed on (B)(6) 2022, they've been having nothing but problems. The patient stated they haven't been seeing a 50% or greater relief in their symptoms and that they were able to "pee just enough, like the overfill" but that they had to self-catheterize still. The patient confirmed self-catheterization was what they had to do for their standard of care prior to having the therapy. The patient stated with their previous implant, they had felt the stimulation in their labia (the bike-seat region) but with this implant, they felt the stimulation in their tailbone. Patient services reviewed they could try to adjust the stimulation setting to find a setting where the stimulation was more in their bike-seat region and the patient stated they'd tried every program and that they felt the stimulation in their tailbone on every program. The patient stated they reached out to their managing health care provider (hcp) about their concerns and the hcp told the patient to contact the manufacturer representative (rep) however the patient did not have the rep's contact information. The patient was upset on the call and stated they could tell something was wrong with this new system. The manufacturer representative (rep) stated via the patient that there is a possible infection. Patient called the rep complaining about site pain, redness, swelling, contraption and unable to void. The patient also stated feeling warmth/hot. The patient told the rep it has progressively been getting worse since surgery. It is unknown if issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp clarified that the patient did not have an infection and noted that it is unknown if the issue the patient is having was resolved.